Event description:
Ous MDR - it was reported that about 30 months after the implantation the threshold measures were too high (7.5v/1.5ms). The lead was exchanged. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead¿s distal part was bent and partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. Further inspection showed deformations of the outer coil which were caused most likely during the explantation procedure. In addition, signs of abrasion were found along the lead body. The insulation was intact. The values of the parameters measured during the electrical analysis of the lead were investigated. No peculiarities were found. In summary, the lead¿s distal part was found bent and partly pulled out of the ring electrode. There was no sign of a material or manufacturing problem.